Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. The left ventricular (lv) lead exhibited a steady increase in thresholds and "only distal electrodes captured the heart." It was noted the ra and lv lead had dislodged. The physician attempted to reposition the leads, however, was unable to. The leads were explanted and replaced. No patient complications have been reported as a result of this event.